Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was most likely a defective pbm board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that their automated impella controller (aic) shutdown unexpectedly during impella support. The aic was subsequently removed and replaced with another console to resolve the reported failure. There was no patient harm resulting from the noted issue.